Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn 1(B)(6) was performed from the date of manufacture, 10-oct-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the external uninterruptible power supply (ups) battery sparked. A field service engineer (fse) found no visible signs of fire or smoke were found during inspection, a burnt electrical smell was present. The fse replaced the faulty ups. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es battery pack began emitting smoke just before a procedure was scheduled to begin. The pyxis unit powered off, and the battery pack made a low-battery alert sound while the device failed to restart. The battery pack then emitted smoke, and the staff disconnected the pyxis from the power outlet. The scheduled procedure was cancelled and rescheduled. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.